Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, used in abuse mode and the tissue pad came off, left inside the patient. Another like device was used to complete the procedure.